Event description:
Procedure was a fevar (pmeg) with lower extremity arterial access. Sma pre-cannulated (quickly), graft placed, sma fen cannulated all with fluoroscopy. Steerable sheath placed at fenestration with fluoroscopy then iops used to cannulate left renal artery. Repeated for right renal artery. Right renal artery dissected, recannulated with glidewire. Target vessels stented and graft fully deployed. No further reported effects on patient as the dissection was fully treated by the stent graft already being placed.